Manufacturer narrative:
The probable root cause may be attributed to use conditions. Jaw/knife track contamination by residual or carbonized tissue can prevent full retraction of the blade into the instrument grips after cutting. Insufficient sealing can result when attempting to seal and transect medium-large vessels surround by fat. Cutting thick/hard tissue bundles larger than the instrument's indications may also lead to a sealing deficiency. An advanced log review was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The logs showed that the instrument (k19250321-0321) was installed 4x and passed homing 4x. 48 cut complete events were noted. E-100 logs show 4 coag and 58 seal events with no errors. Nothing in the other logs points to the customer¿s complaint. The instrument was used for about 39 minutes.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the vessel sealer extend instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure, the vessel sealer extend (vse) instrument did not seal tissue well. No fragment fell into the patient. The customer completed the procedure and no known impact or patient consequence was reported.